Manufacturer narrative:
The received device had the cannula assembly not deployed. The downloaded data returned timeouts, a drive stall, and an 0x5c alarm, indicating a lot open count at the end of priming. The top battery voltage was measured lower than expected, providing insufficient power to the drive mechanism. Corrosion was observed on the circumference of the top battery, although the energizer battery seal was found continuous. This resulted in timeouts and a drive stall occurring that led to the generation of the 0x5c alarm that deactivated the pod during priming. No other defects or deficiencies were found that would result in a failure of the device to deploy.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure, or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm, and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle did not move forward when the pod was activated; this indicates a needle mechanism failure. The pod was not worn.